Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found 2 button on the hand switch was intermittently not working. Site was able to use footswitch without any issues. Replaced hand switch (from trunk stock), tested functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that intermittent issue of not being able to spin when using the hand switch. They used a footswitch to resolve the issue. There was no patient involvement.